Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side possible rupture. Device remains implanted.

Event description:
Healthcare professional later confirmed rupture via mammography and MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 g1 g2 h3 h6. Laboratory analysis summary: the device related to the reported event of rupture was received on june 05, 2025 with lot number 2116038. Based on the device analysis grid, the assessments of the complaint are: - rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side possible rupture. Healthcare professional later confirmed rupture via mammography and MRI. Device was explanted and replaced.